Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. The user stated they already changed the infusion set twice prior to the call. Blood glucose level at the time of the incident was unknown. Troubleshooting was not completed for the insulin flow blocked alarm as the customer was on their way home. No harm requiring medical intervention was reported. The pump will not be returned for analysis.